Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead product ID 39565-65 lot# serial# (B)(4). Implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported an infection was discovered and confirmed. The patient had first noticed symptoms on (B)(6) 2017, which caused them to go to the emergency department. The strain of the organism at the infection site was unknown at the time of the report. The system was explanted on (B)(6)2017 due to the infection.